Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product(s): d334drg ICD, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that t-wave oversensing (twos) was exhibited with the right ventricular (rv) lead. Reprogramming was done, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was further reported that the patient received inappropriate shocks due to the twos. The sensitivity was decreased and the rv lead was programmed to integrated bipolar. No patient complications have been reported as a result of this event.